Event description:
It was reported that an admin set with clave was cracked in the central venous pressure (cvp) tube after chemo drug infusion. The event occurred after infusion. There was a concomitant drug with no concomitant device involved. There was no bleedback, with unknown chemo, no biohazard, and an unknown user facility medwatch. The device was not reprocessed/resterilized. The sample is not available for return since it was discarded. A sample photo is available showing the involved product that appears to have a crack. There was no patient harm reported. This is two of two reports.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The reported complaint was confirmed based on the images provided. No sample was returned for evaluation. However, images were provided by the customer showing the involved product. Without the return of the reported sample, a probable cause cannot be determined. The DHR for lot 13655228 was reviewed and no nonconformities were found that would led to the reported complaint.